Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted

Event description:
Received information regarding multiple cartridge alarms during basal delivery. Reportedly, the customer's blood glucose level was slightly elevated; however, an insulin bolus was administered. The contact was able to load a new cartridge successfully and resume insulin delivery.